Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery that was moderately calcified, moderately tortuous and 90% stenosis. The nc traveler balloon dilatation catheter (bdc) was advanced against resistance to the lesion. The balloon ruptured during the second inflation at 14 atmospheres. There was no reported adverse patient effect or a clinically significant delay in the procedure. The bdc was replaced with a non-abbott bdc for dilatation and an unspecified drug-eluting stent was implanted to complete the procedure. No additional information was provided.